Event description:
A discordant low advia centaur xp afp result was obtained on a patient sample when compared to a previously known test result and the patient's clinical condition. The customer performed repeat neat and dilution afp testing and the final test result was elevated. There was no report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur xp afp assay result.

Manufacturer narrative:
The cause for the discordant low advia centaur xp afp result compared to a previous patient afp test result and the patient's clinical condition is unknown. The discordant afp result may be attributed to an assay paradoxical hook effect due to the extremely high final test result. The instruction for use (IFU) procedural notes states: "high dose hook effect patient samples with high afp levels can cause a paradoxical decrease in the rlus (high dose hook effect). In this assay, patient samples with afp levels as high as 1,000,000 ng/ml (830,000 iu/ml) will assay greater than 1000 ng/ml (830 iu/ml)." The instrument is performing within specifications. No further evaluation of the device is required.